Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the asymptomatic patient presented via merlin.net with a device that was far field p-wave oversensing which was noted on a stored egm. The patient did not receive therapy. The device remained implanted, no intervention has been reported.